Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had a cgm accuracy event 2 days after the sensor was inserted into the arm. On (B)(6) 2024, around 630pm, the patient¿s wife found him on the floor unconscious. The patient¿s wife called 911. Once emergency medical services arrived, the patient¿s cgm was reading 300 mg/dl while the bg meter reading was 1200 mg/dl. The patient¿s wife also described the patient as delirious. Ems transported the patient to the emergency room. At the ER, the patient was treated with insulin and had an MRI done. The patient was discharged home on (B)(6) 2024. The patient was still recovering at the time of follow-up on (B)(6) 2024. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.